Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This pacemaker system declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 3000 ohms. Subsequently, signal artifact monitoring (sam) was declared due to oversensing the minute ventilation (mv) signal. Boston scientific technical services (ts) reviewed the sam episode, and indicated that it is not consistent with mv noise, and is likely external noise. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to correct previously submitted data.

Manufacturer narrative:
Correction to fields h3: device eval by manufacture?, h3: device eval by MFR sum attach, h3: device not eval by MFR code, h3: if others, specify.